Manufacturer narrative:
The cadd pump was reported under 3012307300-2020-01802. The cadd extension set was reported under 3012307300-2020-01381. (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a pump leak was identified during the use of a smiths medical pump, cadd extension set and cadd cassette reservoir. The leak was identified two days after the start of a 5300 mg dose totaling 110 ml. There was no reported adverse event.

Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. Inspection and testing did not confirm the reported issue. The root cause could not be confirmed since the sample met with specifications.